Manufacturer narrative:
(B)(4). Method: the complaint warmer head of the subject iw930 cosycot infant warmer was returned to the fisher & paykel healthcare (fph) service center in (B)(4) where it was inspected and repaired by a trained fph service engineer. Our analysis is accordingly based on the service report and photographs provided by the fph service center, and the results of the investigation conducted at fph in (B)(4). Results: visual inspection of the warmer head revealed crack lines to the dome of the head, on the middle portion and at the end of the upper case. Chipping and crazing was also noted on the warmer head. We note the subject infant warmer is approximately 13 years old. Conclusion: it is likely that the crazing and cracking of the complaint warmer head is related to a known problem of incompatible cleaning solutions reacting with the polycarbonate plastic and acrylic components of the infant warmer. When the heater head begins to warm up during use, a chemical reaction with the incompatible cleaning solution results in gradual cracking and crazing of the heater head. The infant warmer service manual features a diagram of the infant warmer which highlights polycarbonate and acrylic components and states the following: "caution do not clean the highlighted plastic surfaces with proprietary cleaning products containing either hydroxides, hypochlorites, peroxides, gluteraldehyde or cleaning products with a greater than 30% alcohol base." "Caution the chemicals used in these proprietary cleaning products may lead to discolouration, crazing and eventual cracking of the highlighted plastic surfaces".

Event description:
A hospital in (B)(6) reported via a biomedical technician that an iw930 cosycot infant warmer had a cracked warmer head and requested that the unit be serviced. This was discovered before patient use.

Manufacturer narrative:
(B)(4). The complaint iw930 cosycot infant warmer is currently en route to the fisher & paykel healthcare regional office in (B)(4) for servicing, to determine if it had a malfunction which might have led to the reported event. We will provide a follow up report upon completion of our investigation.

Event description:
A hospital in (B)(6) reported via a biomedical technician that an iw930 cosycot infant warmer had a cracked warmer head and requested that the unit be serviced. This was discovered before patient use.